Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient (pt) reported that for the past month he has not felt his stimulation and he feels pain at his implant site. Pt's reason for call was to help him turn up his stimulation. Walked pt through steps and pt said that he barely felt it after it got much higher than he usually keeps it. Pt said that he isn't getting therapeutic effect from his scs since he isn't feeling his stim. Pt said that he hasn't had any falls but he has had traumas but he didn't elaborate on them. Caller was redirected to the healthcare provider (hcp).

Event description:
Additional information was received. It was reported that when the patient called they could not adjust the frequency up or down and could no longer feel it. There was no change in the patient's activities. They realized it began when the pain was coming back and they could not do anything about it. The surgical site was itching badly. The patient called when it did not work. In about a month the patient had an appointment for diagnostics. The loss of therapy had not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.